Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as it perforated the heart wall two days after being implanted. The morning of the explant, the patient complained of severe chest pain and through x-ray imaging, this perforation was confirmed, the lead exhibited loss of capture, high capture threshold measurements, low pacing impedance and undersensing. Reportedly, during the implant procedure of this lead, a pacing impedance of approximately 1000 ohms was noted, which is higher than normal, yet not out ranged. Due to patient's anatomy, it is possible that the implanting physician didn't place this rv lead on the septum, but in a place where the heart wall was thinner and more likely to perforate. This product was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. The product was returned eventually and was analyzed, the results were added below. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact with the helix retracted. It was noted dried blood/body fluid in helix housing and tissue entwined in the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as it perforated the heart wall two days after being implanted. The morning of the explant, the patient complained of severe chest pain and through x-ray imaging, this perforation was confirmed, the lead exhibited loss of capture, high capture threshold measurements, low pacing impedance and undersensing. Reportedly, during the implant procedure of this lead, a pacing impedance of approximately 1000 ohms was noted, which is higher than normal, yet not out ranged. Due to patient's anatomy, it is possible that the implanting physician didn't place this rv lead on the septum, but in a place where the heart wall was thinner and more likely to perforate. This product is expected to be returned for analysis. No additional adverse patient effects were reported.